Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2013. (B)(4) submitted for adverse event which occurred on (B)(6) 2013.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh x3 was implanted. It was reported that following the procedure the patient experienced hernia recurrence and abdominal pain. It was reported that the patient had revision surgery on (B)(6) 2013 due to hernia recurrence and adhesion. It was reported that the patient had another revision surgery on (B)(6) 2013 due to hernia recurrence, adhesion, and pain. The patient had a previous mesh implanted on (B)(6) 2011 which is captured in a separate file. No additional information was provided.